Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. During a visual and microscope inspection, the spring tip was observed bent/stretched and a portion of it was detached and did not return for analysis. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20oct2025 it was reported that device could not cross the lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending. A rotawire was selected for use. During the procedure, the device could not cross the lesion. There were no patient complications. However, device analysis revealed that a detached portion of the spring tip was noted.